Event description:
The customer reported that the system displayed an overload fault error message in the middle of a case. This error message will likely cause the system to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber circuit board was replaced. The system was then found to be operating as intended.